Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip was inserted and deployed on the mitral valve, reducing mr. It was reported that on (B)(6) 2026, an echocardiogram was performed and revealed a perforated posterior leaflet, and that the previously implanted non-abbott valve had a paravalvular leak (pvl). It was noted that the team tried to interrogate with echo to determine if the pvl was from the previously implanted mitraclip, making its way through the pvl guard, or rather from the perforated posterior leaflet. It was noted that the team was not able to discern the exact location of the pvl. The pvl was treated with an amplatzer device, and the pvl was reduced to trace at the mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed as no lot information was provided. Based on available information, the cause of the reported tissue injury and recurrent mr were unable to be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip was inserted and deployed on the mitral valve, reducing mr. It was reported that on (B)(6) 2026, an echocardiogram was performed and revealed a perforated posterior leaflet, and that the previously implanted non-abbott valve had a paravalvular leak (pvl). It was noted that the team tried to interrogate with echo to determine if the pvl was from the previously implanted mitraclip, making its way through the pvl guard, or rather from the perforated posterior leaflet. It was noted that the team was not able to discern the exact location of the pvl. The pvl was treated with an amplatzer device, and the pvl was reduced to trace at the mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure.